Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k70-25, that has a similar product distributed in the us, list number 06c06.

Event description:
The customer observed falsely decreased architect total psa (prostate specific antigen) results for one patient. The following data was provided: sample ID (B)(4) initial result, on (B)(6) 2023, was 0.0, repeat was 0.0 ug/l. The sample was repeated, on (B)(6) 2023, and the result was 0.0 ug/l. The patient was tested in february 2023 at another laboratory and the result was 7.0 ug/l. The patient¿s previous result in november 2022 was 8.8 ug/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect total psa results included a search for similar complaints, trending data, labeling, device history records, and testing. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Using worldwide field data through abbottlink, the historical performance of the reagent was evaluated and is performing similar to other reagents in the field confirming there was no systemic issue. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 40447fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Performance testing was also performed using an in-house retain kit of lot 40450fn00 (same bulk material as lot 40447fn00) with technopath controls. All specifications were met indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect total psa assay, lot number 40447fn00, was identified.

Event description:
The customer observed falsely decreased architect total psa (prostate specific antigen) results for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2023, was 0.0, repeat was 0.0 ug/l. The sample was repeated, on (B)(6) 2023, and the result was 0.0 ug/l. The patient was tested in (B)(6) 2023 at another laboratory and the result was 7.0 ug/l. The patient¿s previous result in (B)(6) 2022 was 8.8 ug/l. There was no impact to patient management reported.